Event description:
A patient underwent a transoral incisionless fundoplication (tif) procedure. A bougie was used prior to the insertion of the esophyx device. The tif procedure was successfully completed, and no issues were noted during the pre- or post-tif egds. Post-tif, the patient reported chest and stomach pain. A CT scan was ordered, and a perforation of unknown size was noted in an unknown location. The patient was administered intravenous antibiotics post-tif. No medical or surgical intervention was performed to treat the perforation. The patient was admitted to the hospital out of an abundance of caution and was discharged on (B)(6) 2023.

Manufacturer narrative:
The tif physician is not alleging the esophyx device malfunctioned thus not contributing to or causing the reported perforation. Based on the available information received by egs and the medical opinion of the tif physician, the cause of the reported perforation cannot be determined. It cannot be conclusively determined if the pre-tif egd, esophageal dilation by bougie, tif procedure, post-tif egd, or a combination of events, contributed to or caused the adverse event. This MDR is being reported greater than 30-days as the incident was deemed not reportable by egs after confirmation no intervention was performed for the reported perforation, nor was the patient's hospital admission medically necessary to preclude permanent damage to a bodily structure or function. However, during a later MDR reportability re-evaluation during closure of the complaint, this adverse event has been classified as reportable due to the severity of the harm (perforation).

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2001, 1776, and 1685. Updating health effect impact code (f) to only include: 4621, 4614, and 4607. Updating type of investigation (b) to only include: 4112, 4109, 4110, 3331, 4115, and 4111.

Manufacturer narrative:
Corrected b4: date of this report. Corrected h6: type of investigaiton, to remove "10".

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: updated b.1 to include ae updated b.2 to [x] life threatening and [x] required medical intervention. B.7 history updated to include gerd. D6a - implant date - added updated f code to include 4617 replaced g code to include 788 replaced c code to include 3221 replaced d code to include 67 updated h8 - to initial use.